Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service contractor performed a checkout of the system and confirmed the customer allegation. The front panel keyboard was replaced. The unit was returned to service.

Event description:
The hospital reported that, during system boot-up, the switch symbol displayed and alarm was sounding. There was no reported patient involvement.